Event description:
As reported, the user checked the package of a circle tipless stone extractor before removing the device from the package and confirmed the package is intact. The user opened the package and found out the basket wire was broken. The user changed to a new basket to complete the procedure. A photo was provided by the customer, of what appears to show a basket broken wire. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1 - name and address: street address: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, the user checked the package of a ncircle tipless stone extractor before removing the device from the package and confirmed the package is intact. The user opened the package and found out the basket wire was broken. The user changed to a new basket to complete the procedure. A photo was provided by the customer, of what appears to show a basket broken wire. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One ncircle tipless stone extractor was returned in an open, labeled package. Two of the basket wires were broken. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there was objective evidence that the DHR was fully executed, and no other complaints from the lot had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information to the user: how supplied. Upon removal from the package, inspect the product to ensure no damage has occurred. The returned device was found to have 2 broken basket wires. The cause for the wire breakage could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.